Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found. There was a possible bit flip or interruption of the programmer session.

Event description:
It was reported that on interrogation the ventricular high rate episode electrograms were not able to be opened and there was an invalid data message. The device remains in use and the patient will be seen in a month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.